Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wire guided dilatation balloon was used in the esophagus during a gastroscopy and dilation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, upon withdrawal of the balloon from the scope it was noted that the black exit marker detached from the balloon catheter. The procedure was completed with another cre wire guided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results a visual examination of the complaint device revealed that the exit marker was detached from the shaft and was noted to be bunched up in both sides. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during a gastroscopy and dilation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, upon withdrawal of the balloon from the scope it was noted that the black exit marker detached from the balloon catheter. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.